Event description:
N/a.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue during preventive maintenance (pm), discovered console release handle damaged and bended locking bracket. The stm completed repairs to hospital cart by replacing locking cart bracket, console release cart latch, console release cart handle, shoulder screw and pan head screw and completed the pm with a safety, calibration, and functionality checks, all passed to factory specifications. Iabp was then released to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the console release in the cs300 intra- aortic balloon pump (iabp) unit is damaged. There was no patient involvement.